Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Concomitant medical products:¿ product received on: (B)(6) 2019. Investigation evaluation: a review of the drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. One catheter and two metal stiffeners were returned for investigation. Visual examination showed no visible surface damage on the device. The catheter tubing was tugged and twisted while attached to the cap, and neither rotated within nor pulled out from the cap.the distance between the cap and hub was measured to be within specification. A leak test was performed and the device leaked between the cap and hub. Relevant dimensions such as catheter outer diameter and connector cap inner diameter were found within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record could not be completed, as lot information was not provided by the facility. At this time, there is no evidence to suggest that nonconforming product exists in house or in the field. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in an unknown patient for draining after a percutaneous transhepatic biliary drainage procedure. The operator reported ¿no air pressure within the catheter¿ and that air was leaking from the catheter hub. The device was successfully replaced with a similar product. No other adverse effects were reported for this incident.